Manufacturer narrative:
The reported event was confirmed as the visual evaluation of the received ar-9621-25t with batch 022003 revealed that the tip of the cutting flute was broken off (see evaluation picture 3). No fragments were returned for evaluation. A functional test was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to misaligned insertion; and prying/leveraging the device during insertion.

Event description:
It was reported that during a reverse mgs surgery attempted to tap with the 25 tap, but it wouldn't engage. It was then noticed that the device is damaged at the tip. No trauma to the tap was witnessed during the case, and there was no metal remnant in the patient on completion of this case. The device was used in a previous surgery on (B)(6), but this case was also completed successfully without any metal remains of the tap in the patient. The damage likely occurred during transport, reprocessing or washing when the wire tip was subsequently caught against a tray or something that levered the tip of the tap away. The tap fragment which detached was never found. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (ar-9621-30t). It was not necessary to switch the surgical technique or do a second surgery. ***update 26-jan-2026 further information was provided that subsequent x-rays for an unrelated reason, showed the tap did in fact break in the glenoid during this case. The baseplate stability is unaffected; however some metal remained in the joint.